Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. Currently, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the reported information, the patient¿s peritonitis can be reasonably attributed to touch contamination during the pd exchange.

Event description:
On (B)(6) 2025, it was reported that this patient on peritoneal dialysis (pd) was hospitalized for peritonitis and had the pd catheter (not a fresenius product removed). There were no reported allegations that peritonitis was caused by fresenius products. In an additional follow-up, the patient¿s pd nurse reported that on (B)(6) 2025 the patient was hospitalized for peritonitis. The patient had pd culture obtained (in the hospital) which grew the bacteria escherichia coli. The nurse reported that the patient was treated with antibiotic therapy in the hospital (details unknown). The patient also underwent removal of the pd catheter (not a fresenius product) and was transitioned to hemodialysis for renal replacement needs. Subsequently, on (B)(6) 2025, the patient was discharged from the hospital continuing outpatient hemodialysis. The patient is recovering from the event, per the nurse. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The nurse attributed the peritonitis to touch contamination during the pd exchange.

Event description:
On (B)(6) 2025, it was reported that this patient on peritoneal dialysis (pd) was hospitalized for peritonitis and had the pd catheter (not a fresenius product removed). There were no reported allegations that peritonitis was caused by fresenius products. In an additional follow-up, the patient¿s pd nurse reported that on (B)(6) 2025 the patient was hospitalized for peritonitis. The patient had pd culture obtained (in the hospital) which grew the bacteria escherichia coli. The nurse reported that the patient was treated with antibiotic therapy in the hospital (details unknown). The patient also underwent removal of the pd catheter (not a fresenius product) and was transitioned to hemodialysis for renal replacement needs. Subsequently, on (B)(6) 2025, the patient was discharged from the hospital continuing outpatient hemodialysis. The patient is recovering from the event, per the nurse. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The nurse attributed the peritonitis to touch contamination during the pd exchange.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.